Event description:
We have recently had issues with cracked hubs occurring on multiple pts with central venous catheters. The line MFR is cook. The lines affected include the 4fr turboject PICC and the 5fr triple lumen central venous catheters (the blue hub lumen seems to be primarily affected, although we have had a report of a white hub lumen being affected). To date, we are aware of nine pts in our organization who have required removal of the lines due to this issue. Some of these pts have undergone add'l line replacements. While the initial placement dates of these lines vary, there has been a significant uptick of line issues occurring in the previous two week period. We are working to gather add'l info that may be helpful in identifying affected devices. We have included one of the lot numbers in the device section, but this involves two separate products and we feel it may involve multiple lot numbers.